Event description:
I was given instruction and understood procedures of training given to me at my husband's discharge from hospital on (B)(6) 2018. My training included drug education and milrinone lactate IV infusion via cadd pump. Understood the purpose and care of the central line. The cadd pump first alarmed during the night of (B)(6) 2018. I made multiple calls to the agency, also speaking with their pharmacist. Each pump alarmed, each pump messaged every day and at night at random through the month of (B)(6) 2018. I was made aware, by the agency, of a "bad batch" of 9 volt batteries used in the pumps. I mentioned a possible issue with the cartridge connection of the infusion bag as it clips to the base of the pump. My husband chose hospice to begin on (B)(6). The hospice rn disconnected the infusion and pump on (B)(6) 2018. My husband died on (B)(6) 2018. I have saved an infusion bag (complete) and 9 volt batteries.

Event description:
Add'l info received 06/17/2019, for report mw5080394.